Manufacturer narrative:
No product will be returned per customer the product was discarded and not returned for failure investigation. Patient is an adult. Although requested, patient demographics was not provided.

Event description:
It was reported that while infusing cytoxan the pump alarmed air in line. The tubing set leaked from the pumping segment. There were no adverse effects caused to the patient from the event. Although requested, additional information was not provided.